Event description:
I was using amo complete moisture plus. This started back in 2006. I ended up with an ulcer on my eye, so my eye doctor sent me to a specialist. After taking med, it was still there. I could not see, it was very painful, so the specialist dr. Did a type of surgery and scraped the ulcer off my eye in 2007. I missed many days of work, could not see to drive, could not stand any kind of light. I was still having trouble after the scraping, and then I heard on tv that they had pulled this product off the market. They had described everything that I had been going through. I stopped using this product and within a few weeks my eye cleared up. This was one of most painful things I had ever had to deal with, not to mention all the expense and time off work. I went to my regular eye doctor back in 2007. I went to the specialist doctor for a period of about 5 months in 2007. My trouble started in 2006 and it just go worse from there. Dose or amount: contacts soak in it. Frequency: a minimum 4 hours. Dates of use: 2006 -- 2007. Diagnosis or reason for use: clean contact lens.